Event description:
Reported as, "urine catheter cannot be deflated". This occurred while in use on a patient. No harm or injury to the patient. The patient status is reported as "critical". Additional information was received from the customer indicating the "patient was in critical condition because of covid 19, not because of catheter." It was also reported that the catheter was removed at the bedside by the urologist and a second catheter was inserted with no issue.

Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports: visual examination on the returned catheter showed no sign of kinking and clamp mark. No abnormalities found on the physical sample. However, the sample had cut on the balloon area and unable to proceed with the inflation and deflation process. Then, check on the inflation eye condition. The inflation eye was normal, and no collapse of the inflation lumen observed. Further investigation by cut the catheter shaft to check if there have any blockage or collapsed airline that can contributed to non-deflation problem. There have no blockage as the monofilament can insert through the airline. Next, proceed to monitor the functionality of the valve. When attached the valve with a luer tip syringe, water can flow through the inflation valve and funnel. Non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Furthermore, the balloon with low fill volume than the recommended tends to have this problem." Manufacturing site conclusion: "based on the analysis carried out on the returned sample, there have no blockage on the inflation line and funnel. Reviewing the manufacturing process, no potential cause could have contributed to the deflation issue. All products were subjected for 100% inspection of inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed." Other remarks: n/a corrected data: section b.5.-event desciption corrected to: reported as, "urine catheter cannot be deflated". This occurred while in use on a patient. No harm or injury to the patient. The patient status is reported as "critical".

Manufacturer narrative:
Qn#(B)(4).

Event description:
Reported as, "urine catheter cannot be deflated". This occurred while in use on a patient. No harm or injury to the patient. The patient status is reported as "fine".